Event description:
The suction tubing contained in this pack was kinked which resulted in prolonged anesthesia to the patient.

Manufacturer narrative:
It was reported that the suction tubing within this custom surgical pack was kinked and would not suction. The patient was exposed to prolonged anesthesia while they obtained another tubing. There was no injury and no medical intervention was indicated as a result. The sample was not returned for eval. A root cause has not been confirmed.